Event description:
Event description boston scientific received information that this right ventricular (rv) lead (4470, 505049) was explanted and replaced due to poor sensing and loss of capture. Upon explant a crimp was noted near the area of the suture sleeve. A new rv lead (4470, 512360) was implanted with appropriate measurements. One day later, the rv lead was suspected to have microdislodged as an increase in threshold measurements and loss of capture were noted. Repositioning of the lead was unsuccessful as optimal sensing and pacing were not obtained. A competitor's lead was implanted and functioned appropriately with the analyzer. However, intermittent capture and sensing were noted with the device (1291, 122867). A device malfunction was suspected therefore the device was explanted and replaced. No adverse patient effects were reported.